Event description:
During use of the device, prior to the onset of cardiopulmonary bypass, the user reported the circuit breaker tripped. The user accidentally plugged a 100v system into a 200v power source. The pt was anesthetised and the sternotomy had been performed. The pt's chest was closed the pt was transferred to ICU. The user reported the surgical procedure was successfully completed on (B)(6), 2010 not (B)(6), 2010, and there were no adverse consequences to the pt as a result of this event.